Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed the pendant failed visual inspection. The pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found the pendant worked as expected, and no fault was found. Analysis found that the reported event was not related to a pendant hardware issue.

Event description:
Medtronic received information regarding an imaging system. It was reported the backlight on the pendant was black. This issue was noted outside of a procedure, and there was no patient involvement.